Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 45 mg/dl at the time of incident and the current blood glucose level was 397 mg/dl and 400 mg/dl. Customer experienced symptoms such as shaky. The customer was assisted with troubleshooting for high blood glucose as well as low blood glucose. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did not alleging insulin pump for over delivery. Customer stated that they did used auto mode feature at time of low blood glucose event. The insulin pump will not be returned for analysis.